Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer stated that the insulin pump was not working. Customer stated that the insulin pump had insulin pump error alarm. Customer was not able to clear alarm. Customer stated that the insulin pump screen was frozen. Customer stated that time was not advancing. Customer stated that the buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23 or frozen display noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).